Event description:
This was a right-sided, cardiac lead removal performed in the cardiac catheter lab. The indication for removing one, ra lead (implanted in 2000) was chronic pain. The md prepped the ra lead and inserted a lld#2 to the distal tip. He then began lasing down the lead with a 12f sls ii. With gentle traction the lead was freed from the ra. The pt's arterial blood pressure began dropping soon after the extraction. The md verified an effusion via tee, called the CT surgeon, performed an emergent pericardiocentesis, and the pt was transferred to the operating room. The surgeon performed a thoracotomy and successfully repaired a tear in the ra. The pt was stabilized, transferred to the ICU and discharged days later to home. Several attempts ((B)(6) 2011) to gather further device info were unsuccessful.